Event description:
It was reported via repair work order that the bed exit allegedly did not alarm and a patient fell sustaining a subdural hematoma and fractured hip. No hip surgery was performed as the patient was a terminal oncology patient. The bed was evaluated and no malfunction was found.